Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: lockdown, omnipod software app version: 3.1.1, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient that the cannula was jammed and did not insert into the infusion site on the abdomen, which is indicative of a needle mechanism failure. The patient also reported that the adhesive was not sticking well. The pod was not worn. As treatment, a new pod was applied. The patient¿s blood glucose levels were reported to be between 70 mg/dl and 120 mg/dl.